Event description:
Malfunctioning pacemaker - patient to or for pulse generator change. Patient fainted at home on 8/13/93, brought to ER where examination showed pacer not functioning. Patient tolerated procedure well and was discharged 8/14/93. See h & p pages 3 &4see operative report page 6. Patient's dob is 8/5/1897.